Manufacturer narrative:
Reporting institution phone #: (B)(6). Reporter phone #: (B)(6). Philips received a complaint on the intellivue multi-measurement module x3 indicating that a speaker malfunction was displayed. A good faith effort (gfe) was performed to clarify if the speaker produced sound, and it was provided that it is unknown, because the x3 was connected a bedside monitor. The remote service engineer (rse) spoke to the customer and advised the customer to restart the x3, and this resolved the issue. Based on the information available and the testing conducted, the cause of the reported problem is unknown. As the restart resolved the issue, the cause was unable to be traced to one thing and is unknown. The reported problem was not confirmed. The device was operational after restarting the x3. If additional information is received the complaint file will be reopened.

Event description:
The customer reported a speaker malfunction inop message is displayed. The device was in use at the time of the event. There was no report of patient or user harm.